Manufacturer narrative:
Concomitant medical products: product ID: (B)(4) ,lot#:unk, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type catheter information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-may-05, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had a catheter revision done on (B)(6) 2022. The reason for the catheter revision was the catheter was due to the position of the catheter being on top of the pump and ran a risk of puncture with refills.